Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator 4 (usm4) for failure analysis investigation. The unit was analyzed and error 319 was confirmed indicating node communication faults starting at the axes controller setup (acu) board. The unit was installed onto an in-house system where error 319 occurred, replicating the reported problem. The unit was tested on a patient side cart fixture test platform (pftp) where it was found to be missing nodes a, b, and c. The fiber optic cable was tested and the unit still failed to find nodes a, b, and c. The acu was tested and verified to be the source of the fault. After testing was complete, visual inspection found no faults related to the reported event. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the suj proximal axes controller setup (acu).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse called the customer and asked customer to perform a system hard reboot. After the system restart, the customer confirmed hearing a sound from the patient side cart (psc). Fse replaced the proximal set-up joint (suj). The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the suj to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, pre-anesthesia and no port placement, to report an error 319 on the universal surgical manipulator 4 (usm4) with red leds. The customer contacted the technical service engineer (tse) for phone assistance. Before the calling tse, the customer attempted to resolve the issue by restarting the system with an emergency power off (epo), but the error persisted. The tse confirmed the error 319 in the logs, indicating an issue with acu4. The error reappeared immediately after another restart, even when usm4 was in a different position. The customer was unable to use the system with only three arms for the planned surgical procedure. The procedure was converted to laparoscopic surgery with no reported injury.